Event description:
It was reported that the loudspeaker was defective. There was no sound coming from the device. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A field service engineer (fse) went onsite and determined that the speaker was defective. The fse replaced the speaker to resolve the issue.

Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the loudspeaker was defective. It is unknown if there was still sound coming from the device. It is unknow if the device was in use at time of the event. There was no report of patient or user harm.